Event description:
It was reported when using an unknown bd¿ product blood collection tube the customer is experiencing erroneous results. The following information was provided by the initial reporter. The customer stated: ¿tubes are experiencing erroneous results. Multiple green top tubes are showing errors in results causing bias in testing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported when using an unknown bd¿ product blood collection tube the customer is experiencing erroneous results. The following information was provided by the initial reporter. The customer stated: ¿tubes are experiencing erroneous results. Multiple green top tubes are showing errors in results causing bias in testing.".